Event description:
The customer reported the system displayed a collimator calibration and a filament regulator error code. No report or pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface and fluoro function boards were replaced. Also, the calibration files were restored. The system was then found to be operating as intended.